Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the low blood glucose level (caused by customer miscalculation). The shutdown issue was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on after approximately 2 hours. In addition, earlier that morning, the customer entered more carbohydrates into the bolus screen that were actually consumed. Subsequently, the customer's blood glucose (bg) dropped to 48 (mg/dl). Glucose tablets and soda were given to the customer by their spouse as the customer was unable to do so due to the low bg. During a follow up with the customer it was confirmed the customer's bg level had risen to 170 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.